Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 2nd august, 2022 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the covers were missing from the arms. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the covers were missing from the spring arm. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specifications due to the missing covers, which contributed to the event. The available information does not indicate if upon the event occurrence the device was or was not being used for patient treatment or diagnosis. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the detachment of covers is moderate. As stated by the subject matter expert, the manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).